Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that separation occurred during use with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "spouse of consumer reported difficulty removing the needle shield and needle hub separation on 1 insulin syringe."

Event description:
It was reported that separation occurred during use with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "spouse of consumer reported difficulty removing the needle shield and needle hub separation on 1 insulin syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that they have difficulty removing needle shield and needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.